Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2018-00307 pertains to the first speedband superview super 7device and manufacturer report# 3005099803-2018-00308 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first and second bands got tangled on the ligator head and the bands failed to deploy. A second attempt was made; however, two bands released at the same time. Reportedly, four bands were successfully deployed. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.